Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a decreased sensing value. Following the procedure, there was a cardiac perforation noted via transesophageal echocardiography. A thoracotomy was performed, and the bleeding was stopped successfully. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: as received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. As received, the distal tip of the lead was damaged which is consistent with procedural damage. As received, the helix was fully extended and within product specification. It was not possible to perform the tip stiffness and helix mechanism test due to the as received condition of the lead. The reported events of r-wave amp variation and cardiac perforation were not confirmed.